Event description:
Event description cpi received information that a ventak mini ii implantable cardioverter defibrillator (ICD)/endotak transvenous defibrillation lead system delivered an inappropriate shock. Further testing found that the ICD was oversensing noise on the rate-sense channel.